Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a loss of consciousness and "passed out several times" due to increased impedance and threshold on the right ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a resultof this event.